Event description:
It was reported that the patient was suspected to have had a system controller with an emergency backup battery (ebb) recall issue. The ventricular assist device (vad) coordinator attempted to re-seat the battery which did not resolve the alarm initially.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the downloaded log files. The controller event log file captured a backup battery fault alarm on 16jan2026. The alarm was associated with the backup battery not passing the load test. The driveline was disconnected at 17:44:08 on (B)(6) 2026. This is consistent with the reported system controller exchange. No other notable events were observed, and the system appeared to function as intended. The system controller, serial number (B)(6), was returned for analysis in unremarkable condition. The controller underwent functional testing and was able to support a mock circulatory loop without issue. The reported alarms were not reproduced during testing. A root cause for the reported event could not be conclusively determined through this investigation. A corrective and preventive action was initiated to investigate backup battery faults. The controller did not pass the continuity test for the black power cable positive power line (tp1 ¿ tp2). This is consistent with wire fatigue and repetitive flexing of the power cables. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, are currently available. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.